Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect and subsequent pump stop event that were consistent with the reported event of an attempted controller exchange. The submitted log file contained data from 05jan2022 through 16jan2022, per the timestamps. On 16jan2022, the file captured a driveline disconnect and subsequent pump stop event. The driveline appeared to be reconnected less than 1 minute later. These events were consistent with the reported event of an attempted controller exchange followed by reconnection of the driveline to the primary controller. An additional driveline disconnect was captured approximately 2 hours later. This event was followed by the removal of external power and the controller being put into power save mode, consistent with the reported event of a completed controller exchange. No other notable pump events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file while the driveline was connected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. Section 2 of the IFU, "system operations", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, this section notes to ¿ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed.¿ section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a pump stop that required a controller exchange. The patient was unable to complete the exchange as they passed out. Someone else was able to insert the driveline back into the faulty controller and it continued to run and alarm. The patient had low voltage alarms, followed by a driveline disconnect alarm, and more low voltage advisories. The patient received a controller exchange and remained awake and stable. Regulatory reference report number: MFR # 2916596-2022-00413.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).